Manufacturer narrative:
As reported, the optifix straight fixation device fastener broke and came out. Evaluation of the sample finds for bent guide wire and backup tabs. Broken fasteners deploying in use are known result of the found bent components. The components are found to be bent from applied forces while in use. No manufacturing anomalies were found. A review of manufacturing records shows product was made to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue" note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2025 during a procedure the optifix first fastener broke and came out. Despite the malfunction, three fasteners were successfully fixated. The fixation was secured adequately, and the procedure was completed. There was no patient harm or injury.